Event description:
Two employees of the nursing facility put the resident on the sling and hooked the sling to the lift. When they lifted the resident up and attempted to transfer her, the loop that was near her head allegedly came off the swivel bar, causing her to fall out and fracture her collar bone.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the pt. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. Return is not anticipated, product is still in use.